Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a small skin irritation that is itchy and tender with a tiny open area. There was no alleged device malfunction contributing to the irritation. The patient¿s home nurse adjusted the garment for the skin irritation. Follow up indicated that the skin irritation improved.